Manufacturer narrative:
Results: a revision surgery due to a broken ceramic insert was reported. No part or batch numbers were communicated. No part was returned for investigation. No medical information is available. No further information was provided by the complainant after several unsuccessful requests to reach him. Based on the available information, no investigation can be performed. No further actions have been initiated. If additional information becomes available this complaint will be reopened.

Event description:
It was reported a revision surgery due to a broken ceramic insert that required to be replaced.